Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. Event summary: during the surgery, the tip of the instrument has been broken. A piece of 4 mm stayed into the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). => possible, as the device was not returned for investigation, the visual examination cannot be done and this point cannot be excluded. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Instrument breaks or deforms due to off-label / abnormal-use. => possible, as the device was not returned for investigation and no further information was provided about the surgical procedure, this point cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon used the znn, cmn lag screw reamer, short and during the surgery, the tip of the instrument has been broken. A piece of 4 mm stayed into the patient. It is visible on x-rays. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.